Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7080301, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50, batch/lot number: (B)(6), serial number: 7081049, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been provided despite good faith efforts.